Event description:
Device appears to be under-sensing on atrial lead noted on stored egm number or current egm, resulting in false termination of at/af detection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).